Event description:
It was reported that the insulin pump squirted insulin during the manual prime. No numbers appeared on the screen and no beeps were heard. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a loose drive support disk. The insulin pump also had cracks on the liquid crystal display window corners.